Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. Pd therapy was stopped. The cause, hospitalization, treatment and patient outcome were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date around (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.